Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
As lens was inserted and removed in the initial surgery. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that doctor performed an anterior vitrectomy and patient was left aphakic. Additional information was received, and it was learnt that tecnis toric intraocular lens (model zct150, +12.5 diopter) was fully implanted and removed because of patient experiencing capsular tear, patient was left without lens. Patient was stable at discharge. No further information provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/7/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was received in a lens holder. Visual inspection with the unaided eye shows the product is cut in pieces. Considering the condition of the lens additional analysis is not possible. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.